Manufacturer narrative:
Aortic tear. Additional manufacturer narrative - the reported device remains implanted therefore cannot be returned to manufacturer. Without receipt of the reported device the surgeons clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. The reported device is not sold or marketed in the u.s. But is similar to a model 2800 - carpentier-edwards perimount rsr pericardial bioprosthesis.

Event description:
Edwards learned that during implantation of a 23mm pericardial valve, the patient sustained an aortic tear that required a patch repair. The surgeon sized the valve using he correct 23mm sizer but during implant he met resistance and had difficulty fitting the valve in the annulus. The surgeon turned the valve sideways, but the patient has small aortic root and annulus. When seating the valve, the annulus tore. Surgeon repaired the annulus with a patch and implanted the reported valve. Surgeon indicated the tear is due to mis-sizing and friable patient tissue.